Manufacturer narrative:
Onsite investigation was conducted by an intuitive surgical inc. (Isi) technical field specialist (tfs) and he was able to reproduce the customer reported failure of error 307. The tfs reseated the pmva and no part replacement was required. The part will not be returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Although the part will not be returned for evaluation, this complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci partial nephrectomy procedure, the surgical staff encountered a system error code 307. The technical support engineer (tse) reviewed the system logs and found error 307 on the personality module vision acquisition (pmva). Tse walked customer through removing all external video cables and power cycling with breaker reset on the vision side cart (vsc); however, the system still powered up with error 307 on the pmva. The surgeon decided to cancel the procedure. There was no patient injury reported. On 12/16/2015, an isi technical field specialist (tfs) performed a field evaluation at the site. The tfs resolved the reported system error code by reseating the pmva. The tfs then tested the da vinci surgical system and verified that it was ready for use.